Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. There was a small proximal type I endoleak observed during the index procedure that was resolved by ballooning. It was reported that, approximately three months and seven days post index procedure, a CT revealed that the endurant ii stent graft bifurcate had a proximal type I endoleak. The patient received treatment approximately six days later. The physician elected to perform an open repair. The physician did not explant the stent graft. The physician used umbilical tape to cinch the aortic wall back down to the stent graft and sewed the aorta directly to the bifurcate stent graft just below the level of renal arteries. The physician then opened the aneurysm sac to verify that the endoleak resolved. The physician then over sewed lumbar arteries to prevent type ii endoleak in the future. Per the physician, the cause of the event was due to the presence of calcium located on the left side of the proximal aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.